Manufacturer narrative:
On 1/4/2021, after further review of the file patient experienced no signs, symptoms or patient involvement. Reason for device explant and/or reoperation: medical device removal. Furthermore, on 1/4/2021, it was discovered that the mentor failure analysis lab received the device for evaluation was erroneously omitted in follow up 2. The device was received on 11/6/2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Please see 11. Corrected data for corrections. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Added in patient's gender. Device evaluation summary: according to the information reported, the patient was diagnosed with capsular contracture. Per operative report received, the surgeon did not find a thickened or abnormal capsule, however, implant migration was noted. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/21/2020, patient experienced bilateral capsular contracture baker grade ii on right side and baker grade IV on left side post procedure. As a result, patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implants on (B)(6) 2020. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 18, 2021. Device evaluation summary: according to the information reported, the patient was diagnosed with capsular contracture. Per operative report received, the surgeon did not find a thickened or abnormal capsule. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient has a planned explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast surgery with a 300cc mentor memorygel left breast implant and a 325cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade iii/IV post procedure. . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
After further review of file on (B)(6) 2021, patient experienced bilateral medialization and anisomastia post procedure. Reason for device explant and/or reoperation: anisomastia and migration. Manufacturer¿s reference number: (B)(4), h6 relevant fields were updated.

Manufacturer narrative:
On january 21, 2021, mentor became aware h6. Type of investigation was erroneously submitted in follow up report 4. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4).